Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the evis exera iii xenon light source counter will not reset even after replacing the old xenon lamp. During troubleshooting the customer also reported that the e103 error had disappeared, however the lamp time was still showing 500 hours. The customer was emailed instructions for use (IFU) for the evis exera iii xenon light source. The customer then reported that he did not believe his evis exera iii xenon light source was in standby mode when he tried to hold the counter reset button for 4 seconds. The customer was emailed the evis exera iii xenon light source lamp replacement process and was asked to confirm all of the steps in this document were followed correctly. The customer was instructed to turn on the light source, place the lamp in stand-by mode, and then press and hold the counter reset button on the control panel for more than 3 seconds. The lamp usage indicator would reset. Confirm that your lamp usage indicator shows ¿0.¿ the customer responded and confirmed he was able to reset the counter. As the technical assistance center resolved the issue, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source counter will not reset even after replacing an old xenon lamp maj-1817 with a new maj-1817. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to the excessive operating hours of the lamp. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: [average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Event description:
Additional information gathered revealed that the procedure type related to the event was diagnostic.

Manufacturer narrative:
Additional information has been obtained and provided.